Event description:
It was reported that staff have got burnt by the light lead when removing from the tl400. Burns/ blisters were reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).